Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Event description:
Caller reported that the insulin basal rate increased by 35% in a short period, changing from 15% to 100% earlier in the day. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.